Event description:
It was reported that externalized conductors were observed. Lead remains implanted. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes the lead was explanted.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasions were noted at 6.6-8.1cm and 15.0-15.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.5-14.4cm from the distal tip. The etfe coating was intact at these locations.